Event description:
It was reported that a clinician experienced an over infusion of heparin shortly after he hung an IV bag. He stated the ¿he just happened to look at it¿ at the heparin bag was already 1/3 gone. He noted ¿a bunch of drips¿. The infusion should have been at about approximately 20ml/hr but he estimated it looked like it was running at 100ml/hr. He double checked his programming which was programmed correctly. When this happened, he removed the channel, put a note on the device and put the device in his managers office. He did look at the door components and didn¿t see anything obviously broken, but stated ¿I don¿t know much about that¿ re: inspecting. This was reported to bd associate during the site visit. There was patient involvement but the information on patient impact is unknown. Although requested no further information was known.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.